Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the device had boot problems. The customer returned an electric dermatome device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated electric dermatome one time as documented in the repair reports. The last repair was (B)(6) 2016 where it was reported that the device required repair and the vespel sleeve bearing, semi-circle shaft bearing, screw, slotted screw, set screw, switch, motor and needle bearing were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on (B)(6) 2017 revealed that prior to repair, the device operated below motor speed specifications and was outside calibration specifications at all tested thickness settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the vespel sleeve bearing, semi-circle shaft bearing, screw, slotted screw, set screw and cable. Electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection by zimmer biomet (B)(4) it was found that the device operated below motor speed specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection by zimmer biomet (B)(4) it was found that the device operated below motor speed specifications. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the boot had problems. The event took place during surgery with a delay of 10 minutes, and the harvested graft was not usable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.